Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-aug-2025, the user called with high blood glucose (bg) of 290 and 317 mg/dl through sensor. There was no fingerstick available. Additional information was provided indicating that the user pairing to the old sensor failed but successfully paired on the new sensor. The user remained on the ilet after pairing success. Blood glucose (bg) was affected. However, no symptoms were reported by the patient during the event. No medical intervention required at the time of call.